Manufacturer narrative:
Based on the initial escalation analysis, dms data revealed atypical temperature sensitivity for sensor (B)(6). Upon review of the sensor data, an RMA was authorized for further investigation but has not yet been received. Therefore no further investigation could be performed at this time. B4. Date of this report 29 april 2024. G3. Date received by the manufacturer? 04 march 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently waiting for additional information regarding next sensor removal attempt. As per the information that was provided to senseonics, the sensor removal will take place in the month of (B)(6) 2024. The additional information will be provided in the supplemental report.

Event description:
On december 6, 2023, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient did not provide any examples or any other information. A review of the glucose data on the data management system (dms) suggested a deviation in the system performance and hence a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.